Manufacturer narrative:
H10: through follow-up communication livanova learned that affected pump is a s5 pump, therefore it can be reasonably assumed that the it was a roller pump and not an scp/scpc one. Based on the information received, the event has been re-assessed as not reportable as it is always possible to control the flow by turning the knob in roller and cp5 pumps even if the knob is loose. In fact, the design (geometry) of the system allows the user to rotate anyway the shaft to control the pump speed.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 system. The incident occurred in germany. A livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the main rotary knob for flow control on the arterial pump of the s5 console is defective button has been knocked out. There is no report of any patient injury.